Event description:
Additional information received per the medical records indicate that the patient has a history of intestinal bypass surgery and peptic ulcer disease. The patient was admitted for back surgery following an industrial accident that resulted in l4-l5 retrolisthesis and sever l5-s1 degenerative joint disease with bilateral l5-s1 foraminal stenosis leading to 2 level anterior diskectomy interbody fusion. Three days later the patient returned to the operating room (or) for percutaneous l5-s1 pedicle screw and rod fixation with compression fixation at l4-s1 and revision of anterior l4-l5 interbody bone graft with revision and insertion of new spacer at l4-l5. Three days later an ultrasound of the left leg was performed and showed large occlusive thrombus in the left common femoral vein which extends into the proximal superficial femoral vein and the junction of the greater saphenous. The right common femoral vein and the ivc are open. The patient was started on lovenox and coumadin and after the second dose the inr exceeded 5. Three days after that, the patient developed a retroperitoneal hemorrhage with left flank/chest wall hematoma. The indication for the filter placement was left deep venous thrombosis (dvt) following extensive back surgery, with contraindication to anticoagulation due to retroperitoneal hematoma. The filter was placed via the patient's right internal jugular (ij) vein and deployed in the infrarenal area. A pre-deployment venacavogram revealed no evidence of inferior vena cava (ivc) thrombus. A post-deployment venacavogram confirmed adequate positioning of the ivc filter. Following filter placement, an 11.5 french temporary central venous catheter was sutured in place in the right ij. The patient tolerated the procedure well without complication. It was noted that the patient has left iliac and common femoral dvt. The hospital course was also complicated by wound dehiscence, positive wound cultures and urinary tract infection. The progress notes stated that the patient has left lower extremity (le) post phlebitic syndrome. The progress notes also indicated to maintain the ivc filter. Five days post filter implant, an abdominal computed tomography (CT) scan was performed and was compared to a scan done on the day the filter was implanted. Findings noted right lower lobe opacity, most likely atelectasis, mild left and hydroureter nephrosis, similar to prior study. A large left lower abdominal and pelvic fluid collection. Overall, the appearance of the collection is not prominently changed since the comparison examination. Expanded left common femoral and visible aspects of the left iliac vein filled with low attenuation consistent with venous thrombosis. Approximately fifteen years and two months post filter implant, an abdominal computed tomography (CT) scan was performed for unspecified injury to the ivc. Results of the scan noted that there is an infrarenal ivc filter in place, the filter is mildly tilted. The inferior tip of the filter slightly penetrates the anterior ivc wall. The filter resides at the l2-l3 vertebral bodies level, below the level of the renal arteries and veins. The struts of the filter perforate the ivc walls and a loop of small bowel. Incidental findings noted cirrhosis of the liver, portal hypertension, and a low right abdominal wall hernia. Status post l4-s1 interbody fusion, multilevel degenerative disc disease. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately fifteen years and two months after the index procedure. The patient also reported that due to a blood clot in the left leg that settled into their ¿female organs,¿ they had to have a hysterectomy. The patient also reported being given medicine for high anxiety and lack of sleep related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused tilt and has perforated the inferior vena cava (ivc) wall and the small bowel. The patient reported becoming aware of the events approximately fifteen years and two months post implant. The patient also reported that due to a blood clot in the left leg that settled into their ¿female organs,¿ they had to have a hysterectomy, is receiving medication for high anxiety and has lack of sleep related to the filter. According to the medical records the patient medical history is notable for intestinal bypass surgery and peptic ulcer disease. The patient was admitted for back surgery following an industrial accident that resulted in l4-l5 retrolisthesis and sever l5-s1 degenerative joint disease with bilateral l5-s1 foraminal stenosis leading to 2 level anterior diskectomy interbody fusion. Three days later the patient returned to the operating room (or) for percutaneous l5-s1 pedicle screw and rod fixation with compression fixation at l4-s1 and revision of anterior l4-l5 interbody bone graft with revision and insertion of new spacer at l4-l5. Three days later an ultrasound of the left leg was performed and showed large occlusive thrombus in the left common femoral vein which extends into the proximal superficial femoral vein and the junction of the greater saphenous. The right common femoral vein and the ivc are open. The patient was started on lovenox and coumadin and after the second dose the inr exceeded 5. Three days after that, the patient developed a retroperitoneal hemorrhage with left flank/chest wall hematoma. The indication for the filter placement was left deep venous thrombosis (dvt) following extensive back surgery, with contraindication to anticoagulation due to retroperitoneal hematoma. The filter was placed via the right internal jugular (ij) vein and deployed in the infrarenal area. A pre-deployment venacavogram revealed no evidence of inferior vena cava (ivc) thrombus. A post-deployment venacavogram confirmed adequate positioning of the ivc filter. Following filter placement, an 11.5 french temporary central venous catheter was sutured in place in the right ij. The patient tolerated the procedure well without complication. It was noted that the patient has left iliac and common femoral dvt. The hospital course was also complicated by wound dehiscence, positive wound cultures and urinary tract infection. The progress notes stated that the patient has left lower extremity (le) post phlebotic syndrome. The progress notes also indicated to maintain the ivc filter. Five days post filter implant, an abdominal computed tomography (CT) scan was performed and was compared to a scan done on the day the filter was implanted. Findings noted right lower lobe opacity, most likely atelectasis, mild left and hydroureter nephrosis, similar to prior study. A large left lower abdominal and pelvic fluid collection. Overall, the appearance is unchanged since previous exam. Expanded left common femoral and visible aspects of the left iliac vein filled with low attenuation consistent with venous thrombosis. Approximately fifteen years and two months post implant, an abdominal computed tomography (CT) scan was performed for unspecified injury to the ivc. Results of the scan noted that there is an infrarenal ivc filter in place, the filter is mildly tilted. The inferior tip of the filter slightly penetrates the anterior ivc wall. The filter resides at the l2-l3 vertebral bodies level, below the level of the renal arteries and veins. The struts of the filter perforate the ivc walls and a loop of small bowel. Incidental findings noted cirrhosis of the liver, portal hypertension, and a low right abdominal wall hernia, status post l4-s1 interbody fusion, and multilevel degenerative disc disease. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt) and do not represent a device malfunction. Once a blood clot forms in the vasculature there is the potential for embolization within the blood stream to other organs, typically the lungs. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section a3:&nbsp; gender:&nbsp; the correct patient gender is female.&nbsp; the patient is female.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted and has perforated and abuts the inferior vena cava (ivc) wall and perforates the small bowel. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, inferior vena cava perforation and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter is tilted and has perforated and abuts the inferior vena cava (ivc) wall and perforates the small bowel. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.